Event description:
The patient has multiple blisters on left upper back from the kimberly clark warming pads used in the or. One blister broke and then others as well. The wound has extended to skin tears around the blister areas. This skin ulcer was most likely caused by a combination of a pressure device behind his back in the operating room for positioning as well as a heating blanket. Wound nurse consulted.